Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2067, programmer rf (radio-frequency) head; 2290, pacing system analyzer. (B)(4).

Event description:
It was reported the touch screen does not work well. The stylus does not work all the time on the top row, despite replacing it multiple times. It was further reported the programmer screen goes blank, requiring reboot for normal function. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Event description:
It was reported the touch screen does not work well. The stylus does not work all the time on the top row, despite replacing it multiple times. It was further reported the programmer screen goes blank, requiring reboot for normal function. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display overlay was replaced and calibrated. It could not be confirmed that the programmer screen went blank, further observations concluded that the display connection to the circuit board was loose, so this was clicked back into place. It was also noted that the lower case handle was broken and the electrocardiogram (ECG) connector was loose. Product ID 2067 radiofrequency head; product ID 229047 analyzer.